Event description:
It was reported that during an unk procedure, the device became hot. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Eval summary: the handpiece was returned with a loose mount and the nose cone cracked. It was tested on a gen04 and gave error #5; no further eval with the gen04 could be performed. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.